Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalised illness, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast reconstruction with two 425cc mentor memorygel breast implants, experienced burning and pain on the left breast, should pain, growing pain, heart palpitation, brain fog, stomach pain, bleeding bowel, and bilateral capsular contracture baker grade unknown. The patient also reported that the right breast had focal lymphocytic inflammation small cell benign and a rare 5mm firm white nodular are abutting the soft tissue capsule. There was no focal lesions. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. The patient reported that the stomach issue has been resolved by second week of recovery and that the neck and should pain seemed to be much better. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).